Manufacturer narrative:
Received 1 used catheter for evaluation. The reported event was unconfirmed, as the problem could not be reproduced. Per the visual inspection, no obvious defects were found. No manufacturing defects were observed. During the functional evaluation, the balloon was inflated with 10cc of air using a syringe and it was not deflated. After that the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe and was left for 30 minutes resting on a flat surface and no deflation was found. Then the catheter was handled at bifurcation area and no deflation was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leakage was confirmed from the bifurcation area of the catheter just after placement. No leak was observed during pretest, and urine outflow was confirmed to be normal after catheter insertion. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leakage was confirmed from the bifurcation area of the catheter just after placement. No leak was observed during pretest, and urine outflow was confirmed to be normal after catheter insertion. The catheter was replaced.